Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experiencing low blood glucose level and customer alleged insulin pump was over delivering. Customer blood glucose level at time of incident was 1.1 mmol/l and current blood glucose level was 7.5 mmol/l. The customer alleged insulin pump was over delivering because insulin pump did not shut off even though customer had a low blood glucose. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours current of reported low blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis